Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The error code e315 was unable to be reproduced during the device evaluation. However, it¿s likely the error code temporarily occurred due to water invasion to the device which resulted in abnormalities to the electric parts. It¿s probable the water invasion was a result of physical stress to the subject device. A final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the error message was not reproduced after the scope was aerated. Evaluation found water tightness was lost due to a crack on the scope connector case unit, the image guide protector was damaged, the angle was insufficient, angulation was tight, the angle had play, and the light guide lens was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The error message was displayed during reprocessing. There was no reported patient harm or impact due to this event